Event description:
During a ptca procedure, the shaft of the catheter broke. The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous mid rca. The shaft of the catheter broke during advancement. The patient status is listed as "good".